Event description:
The hospital reported that during the coronary artery bypass graft surgery, the seal did not hold and was not hemostatic. The surgeon had to put a side biter clamp on to finish the procedure. No additional patient complications were reported.